Event description:
The user facility reported that the physician was crossing a very tight inferior vena cava (ivc) with the navicross catheter over a glidewire. After removing the catheter, the physician noticed a marker from the catheter on the next fluoroscopy. After reviewing the catheter, they noticed that it was missing the distal radiopaque marker. The physician stented the marker in place and the patient tolerated that well. The case was successful. The estimated blood loss was less than 250cc. The patient was stable. The procedure outcome was a success. A stent was placed to cover the marker. Additional information was received on 11 july 2022: the procedure was a vena cava stenting. Additional information was received on 12 july 2022: there was no harm done to the patient.

Manufacturer narrative:
Patient identifier - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the involved product code/lot# combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot# combination from other facilities. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found that the second marker, which locates approximately 41mm from the distal end in the normal state, was missing. The actual sample was inspected under a magnifier and compared with a current product sample. The followings were found: (I) a crimping mark was confirmed in the actual sample at the position of the second marker approximately 41mm from the distal end; (ii) the third marker of the actual sample was not lifted; (iii) the markers on the current product were not lifted. Electron microscopic inspection of the actual sample found as follows: (I) deformity and scratches at the distal end; (ii) abrasions and scratches at approximately 20mm from the distal end; (iii) abrasions crossing the crimping mark at the second marker position (at approximately 41mm from the distal end); (IV) no flaws or other external anomalies in the other areas of the actual sample. The outer and inner diameter of the actual sample was measured and confirmed to meet the control standards. The second marker of the current product was removed, and the state of crimping mark was compared with that of the actual sample. There was no difference in the outer diameter between them and no anomaly was observed in the actual sample. Based on the results of investigation, no anomaly was found in the dimensions and in the manufacturing records of the actual sample. In addition, from the investigation results, as the outer diameter of the crimping mark was confirmed equivalent to that of the current product, it was considered that the second marker of the actual sample had been crimped normally. In this case, since multiple abrasions and scratches crossing the second marker position were observed, it was presumed that the second marker might have fallen off due to excessive contact with some object (such as a stenosis site) during use. The IFU of this product includes the following statement. Carefully handle the product under fluoroscopy. If any resistance is felt while handling the product, immediately stop the manipulation and find out the cause to avoid damage to blood vessels and separation or breakage of the product.